Event description:
It was reported that the patient presented to the emergency department with their heart rate below the programmed lower rate. A remote transmission indicated high right ventricular (rv) lead thresholds, high short v-v intervals and potential loss of capture on the presenting electrogram. Additionally, the lead had previously triggered a lead warning for high impedance with a subsequent polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.